Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in air chamber. The patient alleged nasal or throat irritation,soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously did not report the clinical code, occured in section h6. After review it was determined that the clinical code will be 4464.

Manufacturer narrative:
Corrected b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal or throat irritation,soreness,nose bleeds,visualization of particles in air chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components returned for evaluation, the customer stated that she received the replacement and hung up the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report (clinical code is updated).